Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image from the gastrointestinal videoscope was noisy. The issue occurred during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2 h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, jet tube had foreign material, and the plastic distal end cover had a burn. Based on the results of the investigation, it is likely the following led to the customer alleged malfunction: imaging unit malfunction. Regarding the foreign material in the jet tube, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. Regarding the plastic distal end cover had a burn, the cause is likely due to high-energy endo therapy accessories (lasers, radiofrequency, etc.) Were used without maintaining sufficient distance from the tip. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The jet tube was flushed with water. The customer stated there were no abnormalities in the accessories used for reprocessing. The jet tube was flushed with fluid. There were no other concerns with reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.